Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the patient hadn't been able to charge in over a week and was in pain because she was out of adhesive discs. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that the patient was in a lot of pain because she couldn't keep her device charged. The patient continued to experience coupling issues and extended charge times. The patient reported charging for 6.5 hours but was only able to charge to 50%. It was reported there was only between 2/8 and 4/8 coupling. The patient met with a manufacturer's representative(rep) who was only able to get 2-4 out of 8 coupling, but did briefly get 6/8 coupling. The rep thinks that the recharger, not the recharger antenna is the issue. Patient was issued a new recharger. There were no reported complications and no further complications were expected.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. The implantable neurostimulator (ins) was moved down because it was at their waist band and ¿it was killing¿ them since implant (B)(6) 2016. The ins was moved and now it was tilted and causing coupling issues starting a week or 2 after the revision (B)(6) 2017. It was noted that the patient may need to go back in a third time. It was unknown at the time of the call if the patient had fully recovered yet from the surgeries. Adhesive discs were ordered to help with charging.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a manufacturer representative stating that the patients pocket revision was successful and that the patient was able to recharge the ins without issue, no additional symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep). It was reported that the patient was having difficulty recharging and could not use it all of the time. No falls were noted. The patient was having difficulty recharging so the ins was repositioned for easier access. When the rep went to interrogate the device they saw an overdischarged message on the (B)(6). It was not possible to recharge the patient as they were going into surgery within a 20 minute timeframe. No further complications were reported or anticipated.